Event description:
This is follow up#1 to report on (B)(6) 2025, pmqa received notification from legal that the plaintiff profile form was received associated with this event that was signed on 14/nov/2025. As per the ppf form, the patient underwent a recurrent incisional hernia surgery with a strattice device lot #sp100074114, ref. # (B)(4) on (B)(6) 2014. On (B)(6) 2019, patient underwent a removal of infected mesh, posterior component separation with retro rectus mesh placement (strattice). Patient was implanted with another strattice device lot and ref. Nos. Unknown. On (B)(6) 2020, patient underwent abdominal wall debridement, capsulectomy and wound vac placement. On (B)(6) 2021, patient had an abdominal wall debridement. On (B)(6) 2021, a wound exploration and washout, explantation of antibiotic impregnated cement, replacement of antibiotic impregnated cement were performed. On (B)(6) 2021, patient underwent a chronic abdominal wound debridement with another removal of antibiotic cement and placement of wound vac. The form lists the condition that was treated. (B)(6) 2014: recurrent incisional hernia, open incisional repair, component separation with strattice.on (B)(6) 2014: CT of abd. And pelvis: persistent large complex fluid collection within the subcutaneous tissue in the anterior abdominal wall overlying surgical mesh, consistent with abscess. 2014: abdominal pain, nausea. On (B)(6) 2014: uncomplicated drainage of loculated paramedian fluid collections in anterior abdominal wall, pigtail catheter placed in purulent right paramedian collection, non-purulent serosanguineous fluid aspirated from smaller left paramedian collection (seroma) (local used). On (B)(6) 2018: ongoing abdominal pain, nausea. On (B)(6) 2018: abdominal pain, diarrhea, nausea, ultrasound-guided aspiration of anterior abdominal wall fluid collection/seroma (local used). On (B)(6) 2019: recurrent and persistent ventral wall abdominal pain, CT of abd. And pelvis: fluid collection in ventral abdominal wall with surrounding inflammatory changes. On (B)(6) 2019: removal of infected mesh, posterior component separation with retro rectus mesh placement (strattice implant). On (B)(6) 2020: abdominal wall abscess, fluoroscopy guided percutaneous drain exchange (moderate sedation). On (B)(6) 2020: midline abdominal abscess, ultrasound, and fluoroscopy guided percutaneous abscess drainage (aspiration), catheter placement (moderate sedation). On (B)(6) 2020: abdominal wall debridement, capsulectomy, wound vac placement. (B)(6) 2021: abdominal wound debridement, sinus tract excised, base of wound curetted, antibiotic impregnated cement placed into wound cavity. On (B)(6) 2021: wound exploration and washout, explantation of antibiotic impregnated cement, replacement of antibiotic impregnated, serosanguineous fluid expressed and removed from wound cavity, base of wound curetted (seroma within wound cavity). On 3/may/2021: ultrasound guided drainage of peri- umbilical fluid collection with drain placement (local). On (B)(6) 2021: chronic abdominal abscess wound, chronic abdominal wound debridement, removal of antibiotic cement and placement of wound vac. Approx. 2010-present: primary care, abdominal pain, medication management, hernia issues, anxiety, and depression. 2019-present: multiple ER visits for abdominal pain, hernia issues. 2020/2021: home healthcare. As reported in the initial: limited information was reported through a legal event that a patient was implanted with 1st strattice on (B)(6) 2014 and 2nd strattice on (B)(6) 2019. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision. This emdr is being submitted for 1st strattice.

Manufacturer narrative:
A review of the device history record for strattice lot sp100074 has been initiated. If any new, changed or corrected information is noted, a supplemental report will be submitted. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling. Without relevant patient factors, a relationship between the strattice and this event could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted. Additional and/or corrected data: a2, a3, b3, b5, b6, b7, d4, d6b, h4, h6.

Manufacturer narrative:
The lot associated with this event was not reported and remains unknown; therefore a review into the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information, and without relevant patient factors, a relationship between the event and the strattice could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
Limited information was reported through a legal event that a patient was implanted with 1st strattice on (B)(6) 2014 and 2nd strattice on (B)(6) 2019. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision. This is the same event and the same patient reported under patient identifier (B)(6) (emdr-(B)(4)). This emdr is being submitted for 1st strattice.